Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Pump passed a 29hr flow accuracy test successfully. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. There are no errors or alarms related with to the complaint in the existing black box or alarm history. The cartridge cap was not returned with the pump. The black box begins on (B)(4) 2013. Pump was used after original complaint on (B)(4) 2012; all black box data and history for the event have been overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
It was reported that on (B)(6) 2012 from 2:30pm to 7:00pm the patient experienced blood glucose (bg) between 469mg/dl and 590mg/dl with emesis. The reporter stated that insulin injection was provided to treat the hyperglycemia and no medical intervention was required. It was discovered during conversations with the patient and reporter that the cartridge cap broke when the patient stepped on it. The patient said that a rubber band was employed to hold the cartridge in place. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged and instructs the user to be prepared to give his or herself an injection of insulin if delivery is interrupted for any reason. This complaint is being reported because the patient experienced a serious hyperglycemic event during misuse of the device.

Manufacturer narrative:
The pump is not expected to be returned to animas for evaluation at this time. It was determined by customer support that the patient stepped on the cartridge cap and broke it; no malfunction has been reported. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).